Manufacturer narrative:
(B)(4): physio-control verified the reported dc power failure; however, did not verify the reported intermittent ac power failure. Physio then replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assembly and found that the cause of the reported failure was two electronically leaky filters, designators fl4 and fl10.

Event description:
It was reported that the device would not power up with dc power and would only intermittently power ac power. There were no reports of any pt involvement with the reported failure.